Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (52-59 mg/dl) while exercising and during a lunch bolus. The low bg was corrected with juice. There was no device malfunction reported.